Manufacturer narrative:
Device not returned for evaluation as it was implanted. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient's infection was treated by medication. There was no revision surgery due to pandemic scheduling issues. This complaint was reviewed upon the acquisition of tmj solutions by stryker. No product malfunction was reported, as the device appeared to work as intended. However, there was an adverse event, which would be considered reportable based on stryker¿s determination of the potential severity for the reported event and based on the historical filing strategy on revision surgeries of cases of tmj solutions (now stryker). Based on this information, a report will be filed.